Event description:
It was reported that a spectrum pump experienced a flow continuity issue due to the set clamp not being fully opened. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported symptom, which was unable to be reproduced. The reported symptom was confirmed and no parts were replaced in relation to this symptom. Per information from the customer, the tubing clamp was partially occluding the line.